Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced vomiting. They couldn´t move and reportedly passed out. The patient was diagnosed with dka. The patient´s partner called and ambulance and she was taken to the hospital. There they took the measurements and the cgm was reading 4.1 mmol/l and the blood glucose reading was over 84 mmol/l. The patient was treated with 3 IV bags and potassium. The patient was hospitalized for 5 days and doing fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.